Event description:
It was reported that this left ventricular (lv) lead was explanted due to high capturing thresholds. Lead was replaced with a new boston scientific lead. Device was returned to boston scientific. No additional adverse patient effects were reported.